Event description:
It was reported that during a lap cholecystectomy procedure, on the 5th firing the jaws stuck closed. They had to manually force jaws to open. No pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.